Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds in multiple positions during the implant procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.